Manufacturer narrative:
Batch review performed on 20-jul-2023: lot 2239457: (B)(4) items manufactured and released on 11-jan-2023. Expiration date: 2027-12-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: revision 3 months since the primary tha due to a loose cup. According to report, since the cup was loose, it migrated superiorly. The position of the acetabular cup appears to be inadequate. Since only one post-operative radiographic image is provided we cannot tell if this is the result of post-surgery migration or the surgeon's choice: in the latter case, no explanation for this decision was supplied.

Event description:
At 3 months from the primary, the patient came in reporting pain due to a loose cup that had migrated superior and the cause is unknown. The surgeon revised the medacta cup and liner with a competitor cup and liner and revised the medacta head with a medacta head. The surgery was completed successfully.